Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by consumer (con) regarding patient who was receiving hydromorphone (0.1001 mg/ml at 0.9224 mg/day) and prialt (ziconotide) (0.0500 mcg/ml at 0.4612 mcg/day) via implantable pump. It was reported that since pump implant ((B)(6) 2014) on right side level to the belly button at the pant waistline, when patient sits down the pump tilts out. Patient stated that the pump does not flip but tilts about 180 degrees. Patient noted that the pump just gets pushed back in when it tilts out. Patient is wondering if the next pump can be placed elsewhere. Troubleshooting was not required. Issue was not resolved at the time of report. Patient was redirected to their healthcare provider to further address the issue.